Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (25 mg/ml at 4.796 mg/day) via an implanted pump. The indication for pump use was chronic low back pain. On (B)(6) 2019 it was reported that the patient was seeing code 8286 (empty pump) on her ptm (personal therapy manager). It was noted that the patient was currently hospitalized for pneumonia. No patient symptoms/complications were reported related to the patient¿s infusion system. Additional information was received on (B)(6) 2019 from a company representative and a healthcare professional (hcp) who reported that it was believed that the patient was discharged from the hospital and now at home. The patient was still seeing the 8286 code on their ptm and they were wondering how this could be because review of the printout they had from the last refill on (B)(6) 2019, the refill pump before dat e was (B)(6) 2020. At the programmed dose from the july 2019 refill, it was calculated that pump would go empty in 170 days and it had only been 159 days since (B)(6) 2019. The patient was coming into the clinic on (B)(6) 2019 for their pump refill. No further complications have been reported as a result of this event.